Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device had become unpaired from the mobile application and attempts to repair the device to the mobile application were unsuccessful. Technical support was contacted and suspected a bluetooth telemetry issue. Further information was requested but has not yet been received. The patient was stable.

Event description:
Additional information was received indicating the device was found to be in bluetooth telemetry lockout and was resolved upon device interrogation in clinic. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a ble lockout had occurred, resulting in the loss of ble connectivity.the cause of the ble lockout was due to a system requirement which disables ble due to too many unsuccessful connection attempts with the device.